Event description:
It was reported that the patient died post procedure. A solent proxi catheter and a 2cm peripheral cutting balloon (pcb) was selected for use for an arteriovenous graft thrombectomy procedure in the left arm. The target lesion was stenosed with a clot. The solent proxi catheter was used to remove the clot. The physician then used the pcb to balloon the graft. The angiojet catheter was used again. The physician performed ballooning again and was continuing the angioplasty when the patient began to code. The procedure was not completed. The total amount aspirated with angiojet during the procedure was 425cc. There were no device issues or defects noted during the procedure. The patient complications were a massive pulmonary embolism. The patient died. The official cause of death was unknown. The physician did not think that the two devices contributed to the patient's death.